Manufacturer narrative:
This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
The aspiration pump started to make a grinding noise during the procedure. The physician switched to a back-up pump and completed the case successfully.